Event description:
The customer stated that he tested his blood glucose using his contour meter and received a reading of 496 mg/dl. His glucose was retested using another contour meter and the reading was 196 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.